Manufacturer narrative:
"(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed."

Event description:
"On (B)(6) 2014 during an avr operation at (B)(6) hospital in (B)(6), the hcu 30 serial number (B)(4) displayed error 5004-2 with an alarm beep and stopped working. The device was rebooted, but the same error code appeared. The device was rebooted 5 times in total, but the ""5004-2"" was generated each time. The hcu30 was replaced with back-up (competitor's product) to continue the operation. The operation was successfully completed and no patient injury was reported. Reference complaint (B)(4)."